Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning, however, the foreign body is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that after un-packaging of four proglide devices, a "foreign body" was found on the set-up table where the proglide devices were opened. As the proglide packaging had no visible damage or break in sterility, the proglide devices were used in an endovascular aortic aneurysm repair procedure and worked as expected. There was no adverse patient effect. The physician is uncertain but suspects the foreign body came from the proglide packaging. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the returned, reported foreign material was identified to be polyimide tubing used during the manufacturing process at the suture loading step. A review of the lot history record revealed no manufacturing nonconformities associated with this lot. Further, a review of the complaint handling database found no similar incidents from this lot. Abbott conducted root cause analysis and found the occurrence to be related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed. These devices will continue to be monitored.